Manufacturer narrative:
The patient was born on an unspecified date in 1933. The patient was diagnosed with peritonitis on an unspecified date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the peritonitis or whether the patient was hospitalized for the event were not reported. On unreported date(s), the patient began treatment for the peritonitis with intraperitoneal (ip) vancomycin and ip gentamicin for ten days; then amoxicillin by oral route for 11 days (dose, frequencies and trade names were not reported). On an unreported date, the peritonitis was resolved and the patient was recovered from the peritonitis event. At the time of this report, apd therapy was ongoing. No additional information is available.

Manufacturer narrative:
It was reported that the cause of the peritonitis was digestive translocation with an origin of ineradicable colon neoplasm. Upon further review of this report, it was determined that baxter peritoneal dialysis disposable products are no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.